Manufacturer narrative:
Emdr section h6, codes c19 and d15 updated to reflect results of product evaluation. Product evaluation summary : the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. Engineering evaluation of the device could not confirm the reported failure to advance to target lesion. Replication of this failure mode is not possible in the laboratory. The reported failure mode of kink in catheter is consistent with the findings of kinks in distal shaft. The reported failure mode of damage to the stent graft mount portion could not be confirmed beyond the two kinks present in the distal shaft. The root cause of the reported failure to advance to target lesion could not be established with the available information. The root cause of reported failure mode of damage to the stent graft mount portion could not be established with the available information. The root cause of the reported observed kinks in catheter after removal could not be established with the available information. The product evaluation concluded that this is not a reportable complaint, as the alleged device deficiency or malfunction (damage to the stent graft mount portion) could not be confirmed. Therefore, manufacturer report #2017233-2025-06016 is being retracted.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for the vascular damage that occurred during the treatment of the right external iliac artery occlusion using the gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn). When attempting to deliver the viabahn, the catheter could not be advanced to the target position. Upon removal of the viabahn, kinking in the proximal part and damage to the stent graft mount portion were confirmed. The viabahn was removed from the patinet without any issues, and no adverse event has occurred. A new viabahn was placed, and the procedure was completed without further issues. After the catheter was removed, the viabah was deployed outside the patient's body. It was reported that the timing of the catheter's damage has not been identified.